Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a smartablate irrigation tubing set and foreign material was found in the tubing set. The tubing set had been flushed and was flushed again but the issue continued. It is unknown if the material was inside or outside of the tubing set. The issue was resolved by changing the tubing set to another one. The procedure was completed with no patient consequence. This event is being conservatively reported since it cannot be confirmed if the foreign material was located inside or outside of the tubing. If foreign material is found inside the tubing it can cause embolism or stroke.